Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-nov-2023. The most recent information was received on 13-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("enormous pain in knees and pelvis") in a female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 31 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), headache ("a good deal of headache") and arthralgia ("enormous pain in knees and pelvis"). An unknown time later she experienced sciatica ("there is sacro-iliac inflammation causing cruralgia in both my legs"), sleep disorder ("sleeping is very complicated. I cannot remain on either side for very long, so I stay on my back and sleep very poorly"), ophthalmoplegia ("paralysis of my left eye") and haemorrhage ("microhaemorrhage.") And was found to have ocular neoplasm ("tumor in left eye") and brain malformation ("brain stem malformation"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, arthralgia, pelvic pain, sciatica, sleep disorder, ocular neoplasm, brain malformation, ophthalmoplegia or haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Magnetic resonance imaging head] (date unknown): tumor in my left eye, as well as a brain stem malformation, which caused paralysis of my left eye, as well as a microhaemorrhage. [Magnetic resonance imaging pelvic] (date unknown): there is sacro-iliac inflammation causing cruralgia in both my legs, as well as enormous pain in my pelvis. According to bayer qa, the lot number l2843 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-dec-2023: quality safety evaluation of ptc. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number:(B)(4) on 24-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("enormous pain in knees and pelvis") in a female patient who had essure inserted (lot no. L2843) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On 25-apr-2009, 31 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), headache ("a good deal of headache") and arthralgia ("enormous pain in knees and pelvis"). An unknown time later she experienced sciatica ("there is sacro-iliac inflammation causing cruralgia in both my legs"), sleep disorder ("sleeping is very complicated. I cannot remain on either side for very long, so I stay on my back and sleep very poorly"), ophthalmoplegia ("paralysis of my left eye") and eye haemorrhage ("microhaemorrhage.") And was found to have ocular neoplasm ("tumor in left eye") and brain malformation ("brain stem malformation"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, arthralgia, pelvic pain, sciatica, sleep disorder, ocular neoplasm, brain malformation, ophthalmoplegia or eye haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kg. [Magnetic resonance imaging head] (date unknown): tumor in my left eye, as well as a brain stem malformation a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.